Event description:
This lead had dislodged and there was a lead revision performed on (B)(6) 2012. The lead dislodged again and there was another lead revision performed on (B)(6) 2012. The lead remains actively implanted. Should additional information be received, this file will be updated.